Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switching on automatically.

Manufacturer narrative:
Exemption number e2015058. Routine testing confirmed that this device was installed by the customer in may 2009 and performed to specification, alongside random manual power ons, up to the 26th june 2011. Multiple manual power ups of ten minutes duration were observed in the device memory between the 26th june 2011 and 24th october 2012 and then between the 8th - 13th august 2015. The device failed several self-tests due to a low battery between the 6th-8th june 2016. No further log entries were recorded. Investigation found the reported fault may be attributed to membrane failure. The ten minute time outs and the excess current drain along with the measurements taken would confirm a failing membrane. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.